Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. The housing was removed, and the instrument was found to have a dislodged grip cable. Additional observations not reported by the site: 1). Signs of corrosion were found on the instrument bearings. Bearing found at the proximal end of the main tube exhibits orange discoloration. 2). Signs of corrosion were found on the instrument clamping pulley. The instrument was found to have corrosion on one or more clamping pulleys in the backend. Clamping pulley exhibit orange discoloration. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the large hem-o-lok clip applier instrument was used for a surgical task and the wires became loose while applying the clip. The customer used a backup instrument. The procedure was completed robotically with no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok clip applier instrument was inspected prior to use, and nothing was observed out of the ordinary. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. The type and size of the clips used on the vessel or structure were large (purple cartridge) hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the 1st application. There are no photos and/or videos of this event available for isi review.